Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was as reported that the patient last charged about 1.5 months ago and there was no telemetry with the recharger or clinician programmer app. During the call, physician reset mode (prm) was started successfully with the recharger and it was reviewed for the manufacturer's representative (rep) to charge further normally (after prm) and also clear power on reset (por). No patient symptoms reported. Additional information was received from the rep on october 12th stating that there was no por. The ins was pulled out of over discharge, the rep saw the patient last week and he was doing fine. The doctor was being kept in the loop.